Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was not reported. It was reported the patient was hospitalized for another indication and eight days after hospital admission (while hospitalized) the patient was diagnosed with peritonitis. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient has not recovered from the event. Four days after the event onset, pd therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was transferred to hemodialysis. No additional information could be provided because the reporter declined follow-up.